Event description:
It was reported that they used one of the catheters for a new catheterization for a male patient. Within a few hours of inserting the catheter, it self-expelled with the balloon deflated. The patient re-attended the clinic, and they were unable to inflate the balloon. It appeared the foley catheter balloon had ruptured. Per follow up information received via ibc on 18oct2024, stated that having now discussed this further and looking at patient history it has since become apparent that the patient in question has had a further catheter balloon burst but this was a different make catheter. They had since found out that patient had a metal plate to his pelvis, and it was felt that this may be the cause of the ruptured balloons. Therefore, they did not feel that there was an issue with either catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used one of the catheters for a new catheterization for a male patient. Within a few hours of inserting the catheter, it self-expelled with the balloon deflated. The patient re-attended the clinic, and they were unable to inflate the balloon. It appeared the foley catheter balloon had ruptured. Per follow up information received via ibc on 18oct2024, stated that having now discussed this further and looking at patient history it has since become apparent that the patient in question has had a further catheter balloon burst but this was a different make catheter. They had since found out that patient had a metal plate to his pelvis, and it was felt that this may be the cause of the ruptured balloons. Therefore, they did not feel that there was an issue with either catheter. Per follow up information received via ibc on 19nov2024, unfortunately, the catheter details for the second catheter that was inserted on (B)(6) 2024 were not recorded in the patients notes. The patient in question was managing well with catheter that was inserted on (B)(6) 2024, which was a 14 ch, foley.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. The instructions for use were found adequate and state the following: to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.